Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic implantable defibrillation lead and replacement implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient was seen in-clinic for follow up. High pacing impedance measurements were felt to be due to this being a high impedance lead and all other lead measurements were within normal limits. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.